Event description:
It was reported that this pacemaker device exhibited behavior consistent with a premature battery depletion. A technical service (ts) consultant reviewed device data, confirming premature battery depletion, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received indicating that this device was surgically explanted. A new non-boston scientific was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited behavior consistent with a premature battery depletion. A technical service (ts) consultant reviewed device data, confirming premature battery depletion, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received indicating that this device was surgically explanted. A new non-boston scientific was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time the explanted device has been returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
At this time the device remains implanted. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited behavior consistent with a premature battery depletion. A technical service (ts) consultant reviewed device data, confirming premature battery depletion, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects have been reported.